Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for follow-up in clinic. It was noted that atrial lead exhibited noise and there were multiple mode switch episodes. The noise was not reproducible. No intervention was performed at the time, and the patient would be monitored remotely. The patient was stable.